Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be performing therapy with a minicap that had an unspecified sponge defect. Peritonitis was manifested by severe abdominal pain and difficulty breathing/talking. On the same day, the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics. At the time of this report, hospitalization and antibiotic therapy were ongoing and the patient was recovering from the event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot gd897124 was manufactured 30 may 2014 to 06 jun 2014 with an expiration date of 30 nov 2015. Lot gd897165 was manufactured 20 jun 2014 to 27 jun 2014 with an expiration date of 31 dec 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation and the specific lot number used is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.